Manufacturer narrative:
Customer has indicated that the product is in process of being returned to orthopediatrics for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4).

Event description:
It was reported that the tip of the intramedullary nail broke off in the patient. No adverse events have been reported as a result of the malfunction.